Manufacturer narrative:
The medtronic representative reported that he reinstalled the software which resolved the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the software was reinstalled prior to engineering analysis.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the numbers provided from the navigation system for the inclination of the anti-version were incorrect. There was no patient present when this issue was identified. No additional information was provided.